Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was dislodged from the balloon and returned partially inside the sheath. The balloon was tightly folded and there were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the stent implant dislodged from the 2.5x23 mm xience xpedition balloon onto the floor after the protective sheath was removed. There was some resistance felt during removal of the protective sheath. The device was not used on the patient. A new stent delivery system was used successfully to complete the case. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.